Event description:
It was reported that the pressure sensor was defective. Per reporter, the issue was discovered during set up. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective downstream occlusion (dso) sensor and will be replaced.